Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed via review of the controller log files, as the log files were not available. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Device thrombosis is a known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold which may be associated with thrombotic events and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported in the u. S. That the patient had preoperative lab values indicative of hemolysis and history of previous pump exchange. The patient called the center quite scared because she has bright red blood in her urine. This could be an ongoing sign of pump thrombosis in her second device. She also states that her powers are running higher. She has had a couple of alarms on her device. She did not quite see what the alarm read. Her last recorded inr was 3 on (B)(6) 2015. She has also been taking full-strength aspirin at 325 mg daily. The physician noted that she was referring primarily to the flows which had been registering periodically above 10 l/min. When the power numbers to her, she said that they have been more consistently in the mid 4s but tells me that she has some difficulty seeing the numbers very well. On (B)(6) 2015 the patient's hvad pump (B)(4) was removed and replaced with pump (B)(4). Investigation is ongoing.